Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping off of the tube. The following information was provided by the initial reporter. The customer stated: the leader of the lab reports that the biochemistries have been having issues with the tubes. The stoppers are popping off in centrifuge, and it causes complications. Besides that, they take longer for sample clotting in comparison with other brands.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/2/2021 h.6. Investigation: bd received 11 samples for clinical investigation. The clinical investigation for poor clot formation was not performed as the reported 15 minute clot time is considered an off-label use of this product. Our IFU (instructions for use) indicate a minimum 30 minute clotting time for this product family. Inadequate clotting precludes proper clot formation and leads to this reported condition. Additionally, 29 retention samples from bd inventory were evaluated for stopper pop off and upon completion the indicated failure mode for stopper pop-off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop-off. It has not been confirmed for poor clot formation. Bd has initiated further root cause investigation relating to the issue of stopper pop-off through CAPA#1875009. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping off of the tube. The following information was provided by the initial reporter. The customer stated: the leader of the lab reports that the biochemistries have been having issues with the tubes. The stoppers are popping off in centrifuge, and it causes complications. Besides that, they take longer for sample clotting in comparison with other brands.

Manufacturer narrative:
D.4. Medical device expiration date: 2022-01-31. D.4. Medical device lot#: 9336043. G.7. Type of report (manufacturers): follow-up 1. H.4. Device manufacture date: 2021-01-25.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping off of the tube. The following information was provided by the initial reporter. The customer stated: the stoppers are popping off in centrifuge, and it causes complications. Besides that, they take longer for sample clotting in comparison with other brands.